Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: dim/faded/discolored display screen, damaged bolus button.

Manufacturer narrative:
Submitted: 04/29/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the bolus button cover and plug were detached from the pump with the internal contact exposed. The display screen was found to be dim, faded and discolored.